Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. No adverse event was has been reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that it exhibits signs of repeated use ( nicked and gouged ) also has fractured on the medial side of the post, all pcs returned. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.